Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray confirmed the leads migrated. Re-programming was unsuccessful. A revision procedure was completed and therapy restored.